Manufacturer narrative:
Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: 1. Lot paj0623 is invalid. Please provide the correct lot number. - sales rep is following up with the customer for the lot number on the box. 2. The event description indicates that a single ¿needle falling off into the patient but was able to recover.¿ does it mean that all 4 needles were ¿falling off into the patient but was able to recover¿? - only one needle had fallen into the patient but it was recovered.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please confirm. There was only 1 device involved in this event where the needle pulled off the suture? Is this correct? Lot paj0623 is invalid. Please provide the correct lot number.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the needle fell off into the patient. The needle was recovered. The procedure was completed with another device of the same product code. There were no adverse patient consequences reported. Additional information has been requested.